Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the covid and influenza vaccine administrations. The following information was provided by the initial reporter: "customer stated that no air or fluid will flor through the needles. Customer has goes thought 6 boxes of the product and has the same issue... What was the product being used for when the reported issue was noticed? Drawing up and administering covid and influenza vaccinations. Was the procedure able to be completed? Not with this lot number/product. Was there any impact/harm to the patient, due to the reported issue? No. Was there any medical intervention or treatment needed due to the issue patient experienced? No."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the covid and influenza vaccine administrations. The following information was provided by the initial reporter: "customer stated that no air or fluid will flor through the needles. Customer has goes thought 6 boxes of the product and has the same issue... What was the product being used for when the reported issue was noticed? Drawing up and administering covid and influenza vaccinations. Was the procedure able to be completed? Not with this lot number/product. Was there any impact/harm to the patient, due to the reported issue? No. Was there any medical intervention or treatment needed due to the issue patient experienced? No."